Manufacturer narrative:
B5 - describe event or problem: additional information. D4 - expiration date and d4 - primary UDI number: correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received stating that the cassettes in question have been used in production but have been completely emptied of fluids. Medication cassettes were filled with medication by a production employee. Afterwards, the filled medication cassettes were inspected by another employee. The new percentage is 19%. The incident took place during the inspection of filled medication cassettes. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that particles were noticed in the infusion bag of the medication cassette. This particle matches the spectrum of polyethylene. It is known that the cassettes are sterilized with ethylene oxide; this is sucked through the cassette under vacuum. It was stated that the current percentage of rejection for this lot is of 21,43%. There was unknown patient involvement.

Manufacturer narrative:
H2) additional information: additional information was received. The customer indicated there were 111 affected devices however they did not provide any photos or samples to verify this information. H10 updated.